Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead exhibited high capture threshold. The lv lead remains in service and no adverse patient effects were reported.